Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR : 05jun2019. A gas delivery system (gds) assembly was returned to the failure investigation (fi) lab for evaluation. . A visual inspection of the gds revealed no damage or contamination. Operational testing was performed and the test ventilator did boot up and deliver breaths and no errors were generated. It was noted that the returned gds did fail the oxygen flow accuracy testing. Gds failed oxygen flow testing at 100% oxygen flow set point 1, 4 (standard liters per minute) slpm. The root cause was due to the oxygen flow sensor caused by (u1) component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported flow error. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 29may2019. Date rec¿d by MFR: 02apr2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed the measured oxygen concentration was 35.7% (allowable range: 25 to 35%) when the setting was 30% at oxygen concentration accuracy test. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.